Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack also, moisture damage was found on the motor. Unable to perform the self-test, operating currents, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had a blank screen display. Customer's blood glucose was 207 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. It was reported that customer gave too much insulin with manual injection, and as a result, customer had low blood glucose of 30 mg/dl, which was treated with soda and candy. Troubleshooting was performed for low blood glucose but could not continue due to insulin pump needing to be replaced.